Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink secondary medication set was involved in a disconnection and subsequent leak incident. The set was connected to a non-baxter primary set. According to the report, the intravenous immunoglobin line disconnected from the normal saline line during patient infusion. This occurred during patient infusion, but the report indicated that the patient was not connected at the time of this event as the patient had gotten out of their bed. They returned to their bed to notice that solution had been spilled onto the bed for approximately 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.